Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device and what happened was, that the clips did not close properly and at the end as they were trying to get the clip out of the device; it was only possible to see a small part of the clip, they could not use it at all and had to take a new device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.